Event description:
It was reported that during the surgical procedure the orange cover of the monopolar curved scissors instrument broke and a small piece fell inside of the pt. The broken piece was retrieved. It was also reported that another monopolar curved scissors instrument used during the surgical procedure broke and a piece of the orange cover fell inside of the pt. The broken piece was retrieved. Medwatch MFR report #2955842-2007-00050 was created to report the second instrument breakage. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument tube extension was broken and a piece was missing at the proximal clevis interface. Add'l info was provided by an isi rep. It was discovered that the customer did not install the tip cover accessory on either instrument prior to use. It was determined that if the tip cover accessory had been properly installed on the instruments, the broken piece would have been prevented from falling into the pt. Based on this info, it was concluded that user error directly contributed to the event. Per the case notes, the broken piece was successfully retrieved from the pt. The monopolar curved scissors instrument instructions for use supplement specifically states: general precautions and warnings: the endowrist monopolar curved scissors instrument must always be used in conjunction with the tip cover accessory.